Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 267 mg/dl. The customer delivered a correction bolus. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.